Event description:
It was reported that the video system center exhibited no image. The issue occurred during a diagnostic laparoscopic procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 full established name: (B)(6) medical center. Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.